Event description:
Pt monitors in the emergency room have intermittent lock up problems. The recorder stops printing, the spo2 waveform disappears, the nibp readings are inaccurate especially for elderly or obese patients and there are problems requiring a software update. These problems have not been resolved even with numerous attempts in cooperation with the MFR.